Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2011 and suture was used. The patient developed a superficial skin infection after 30 to 35 days. Additional information was requested.

Manufacturer narrative:
(B)(4) infection occurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The surgeon opines that the infection is not due to the suture. It was found that some other process in their fumigation caused the lab results to have errors. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.